Manufacturer narrative:
Reporting address & phone number: (B)(4).

Event description:
The international philips field service engineer (fse) reported a ventilator experienced a battery failure during device installation. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the fse who confirmed the reported issue. The fse replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.